Manufacturer narrative:
Type of investigation not yet determined. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a flickering monitor. It is unknown under which circumstances the event occurred; however there was no patient involvement and no adverse event was reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a flickering monitor. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. When the fse arrived the issue was confirmed and the fse replaced the display, cable and mounting plate. The fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications , was cleared for clinical use, and was returned to the customer.